Event description:
It was reported that when using the bd pyxis¿ es server the orders were not crossing to all stations. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all orders had crossed to all stations with a delay of 1 hour. A technical support specialist stated that the customer had contacted about the issue, which they resolved by finding that the system had been sending orders as expected. The system functioned as intended after the technical support specialist troubleshot the device.